Event description:
I am so frustrated with this t-slim 2 tandem pump. I try my best to stay on top of managing my diabetes, but this device just keeps letting me down. Every time I use these reservoirs, they end up kinking inside my body. It's infuriating! The insulin doesn't flow properly, which means my levels go haywire, and I'm left feeling terrible. I'm tired of dealing with highs and lows just because this pump can't do its job. I follow all the steps, make sure everything is primed right, but it still fails me. How am I suppose to trust a device that can't even deliver insulin without messing up? This isn't just a minor inconvenience; it's impacting my health, my day-to-day life, and I'm fed up with it.